Event description:
User called to report had elevated bg readings (273 to 404 mg/dl) during use of this pod. Pod active for 12 hours. He reported that the injection site appeared normal, however he noted blood present in the cannula. Returned pod for evaluation. No further information was available.

Manufacturer narrative:
The returned product evaluation confirmed an internal leak which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully. The lot was found to have met all acceptance criteria.